Event description:
It was reported that a malfunction occurred, displaying malfunction code 12, but there were no notable events prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer received assistance with resetting the pump from technical support, who provided reset information and ensured the issue did not recur, allowing the customer to continue using the pump.